Manufacturer narrative:
The sample was disposed of after surgery. There have been no similar complaints reported for this product. This report was mailed to the FDA on: 08/27/2009.

Event description:
The surgeon reported the trocar cannula was not sharp enough. The surgeon applied extra pressure, and the cannula went through the eye, into the macula. The surgeon completed the vitrectomy planned. Add'l info from the surgeon stated the surgery was partially completed. The surgeon was unable to remove the epiretinal membrane completely, to avoid further macula damage. The pt prognosis was noted as poor.